Manufacturer narrative:
A customer from outside the united states (ous) reported observation of elevated atellica im alpha fetoprotein (afp) results which were discordant relative to repeat testing. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is evaluating this issue.

Event description:
The customer reported observation of elevated atellica im alpha fetoprotein (afp) patient results when using reagent lot# 285, which were discordant relative to repeat testing. The initial results were not reported to the physician(s). The same samples were repeated on the same atellica im analyzer and obtained lower results. These lower results were in agreement with the clinical picture of the affected patients, were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
MDR 1219913-2025-00108 was initially filed on 04-jun-2025. Additional information (24-jun-2025): siemens healthcare diagnostics has concluded the investigation of the event. A customer from outside the united states (ous) reported observation of elevated atellica im alpha fetoprotein (afp) results which were discordant relative to repeat testing. Siemens evaluated the instrument data and the information provided by the customer. Siemens did not identify any pipetting errors for the sample or reagent but observed changes in pressure and valves. Service was dispatched to the customer site. The siemens customer service engineer (cse) inspected the instrument and repaired the wash ring as part of routine troubleshooting activities and no further issues were observed. Based on the available information, the cause of the discordant result was undetermined. A product problem has not been identified. The customer is operational, and the reported issue was resolved by routine troubleshooting. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.